Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were getting a por (power on reset) message even when the implant was fully charged. The caller stated that it had happened a couple of times when the battery was low, but in the past year and a half or so, they have been keeping the implant charged, and it had been a while since it first happened. The last time it happened the other day, the battery of their implant was at 80% or 90%. The patient noted that they turn the therapy back on and their therapy works, and they can charge it when they need to, but it will randomly happen. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said that they are no longer in contact with their hcp. Physician listings were sent to the patient.